Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. Customer stated the product would not be returned. The report of the smartsite valve leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of the leak could not be identified.

Event description:
The customer reported there was "leaking" of a chemo agent during administration. The customer first attached set model mp9001-c to the hub of the patient's IV catheter. A 2000e was connected to the maxplus valve of the mp9001-c and then a texium valve was attached to the 2000e. Leaking occured between the 2000e and the mp9001-c. There was no adverse patient event and no staff exposure. Customer states no add'l patient or event info is available.